Event description:
Myosure reach handpiece (lot# 19d27r) was connected to the myosure box to remove endometrial polyp. The myosure reach handpiece was not cutting the polyp appropriately and was removed from the patient. No patient harm occurred. New myosure reach handpiece was opened for patient.